Event description:
Md noted pt had reaction to euflexxa injection, 10mg/ml on prescription, but did not specify what it was. Rph. Dates of use: (B)(6) 2018. Is the product compounded? No. Is the product over-the-counter? No.